Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the access instrument. A patient plasma sample was tested for accu tni and a result of 7.5ng/ml was obtained. The result was reported out of the lab and questioned by a physician as not matching the patient's clinical picture. The customer re-tested the original sample for accu tni on the next day. The repeated accu tni result was 0.2ng/ml. The customer did not receive any report of patient injury or medical treatment requiring medical intervention that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. System check performed in 2006, was within specifications. The specimen was refrigerated prior to repeat. The customer declined service, believing the issue was related to only this patient's sample. Based on available information, a minor preventive maintenance (pm) was performed to the instrument on 08/30/2006. The instrument was verified at this time, but no specific information was provided. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.